Event description:
Rptr was "big busted" & had fibrocystic disease, lumps turning dark. Recommended biopsy to see is anything wrong with silicone implants. Silicone migrated through envelope: left broken-free flowing silicone, flat implant, calcification & granulomas, nipple leakage. Broken implant, silicone migrated through envelope on both sides. More problems. Health problems worse. Same as before but saline put in. She already has bubbles in implant. Things wrong: sleep apnea, rheumatoid arthritis, kidney, heart, connective tissue disease, asthma, fibromyalagia & glaucoma, chest pain, breathing difficulties, renal problems, stool disorder.